Event description:
Contact reports patient presented with four loose and displaced set screws which resulted in rod displacement. Revision surgery was performed to remove and replace the set screws and rods. This medwatch reports is being filed for three set screws, lot aldcyb. See mfg medwatch report# 1526439-2010-00169 for the fourth set screw, from a different lot, that was involved in this event.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. However, care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.